Event description:
The following was reported to gore: on (B)(6) 2026, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was attempted to be implanted in the patient´s left superficial artery (sfa) to cover a small dissection. According to the report, the vbx stent graft was delivered using a 6 fr cook introducer sheath and a 0.035-inch terumo stiff guidewire. Reportedly, there was no advancement difficulty or any perceived anatomical constraints. When the vbx stent graft was positioned at the origin of the sfa, it was allegedly found short protruding outside the sheath and therefore retrieved. As a second vbx stent graft was being advanced, both vbx devices were pushed. It was realized that only the balloon catheter of the first vbx stent graft had been withdrawn, while the dislodged vbx stent graft remained within the sheath and over the guidewire. Advancement of the second vbx stent graft pushed both devices and the first vbx stent graft migrated in the sfa origin. The migrated vbx stent graft was retrieved by surgically opening the access site since the device could not be retrieved with a snare. According to the physician, the introduction of the second vbx stent graft in the sheath was reportedly the cause of the event. The second vbx stent graft was later implanted successfully without any issue. No patient harm was reported.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. Further investigation is being performed and will be included in the follow up report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section c1: serial number added. Section h6: annex f1903 removed and added f2301 and f1907. Annex b13 removed and added b15. Annex c23 added referring to the investigation finding that the root cause of the stent dislodgement is determined to be use error. Annex c19 refers to b14. Annex d1101 added for investigation conclusion. Investigation findings/conclusion: a review of the manufacturing records indicated the device met pre-release manufacturing specifications. The risk management file was reviewed and determined to be accurate and complete. No update is required. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the information provided, the root cause of the stent dislodgement is determined to be use error. The vbx stent graft instructions for use (IFU) warns to ensure that the appropriate size endoprosthesis is selected prior to introduction. Due to the vbx endoprosthesis being too short, it was necessary that the device be removed. It was reported the endoprosthesis was withdrawn through the sheath after being fully introduced through the sheath. The vbx stent graft IFU warns that withdrawing the endoprosthesis back into the introducer sheath can cause dislodgement, potentially requiring surgical intervention. The IFU states to position the endoprosthesis close to but not into the introducer sheath. The endoprosthesis and introducer sheath can then be removed in tandem.

Event description:
The following was reported to gore: on (B)(6) 2026, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was attempted to be implanted in the patient´s left superficial artery (sfa) to cover a small dissection. According to the report, the vbx stent graft was introduced using a 6 fr cook introducer sheath and a 0.035-inch terumo stiff guidewire. Reportedly, there was no advancement difficulty or any perceived anatomical constraints. After positioning the vbx stent graft at the origin of the sfa, the physician reportedly determined that the device length was insufficient to fully cover the dissection. At that time, the graft had already exited the sheath. The vbx stent graft was therefore withdrawn. A second vbx stent graft was subsequently introduced. During advancement of the balloon catheter of the second vbx stent graft, it was discovered that the first vbx stent graft remained over the guidewire. It was then realized that only the balloon catheter of the first vbx stent graft had been withdrawn, while the dislodged vbx stent graft remained within the sheath and over the guidewire. Further advancement of the second vbx stent graft pushed the retained first vbx stent graft resulting in migration of the graft into the origin of the sfa. The migrated vbx stent graft was retrieved by surgically opening the access site since the device could not be retrieved with a snare. The second vbx stent graft was later implanted successfully without any issue. No patient harm was reported. According to the physician, the introduction of the second vbx stent graft in the sheath was reportedly the cause of the event.